Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient attempted to charge but never got to a normal charge screen. The patient saw the "no device found" screen and the patient attempted to start a recharge session. The patient saw alert screen 50 and entered passive recharge mode. They were advised to cycle through the passive recharge mode. No symptoms or further complications reported. Additional information was received. Patient reported they tried passive recharge mode and is still not able to charge device additional information was received from the manufacturer representative who reported "no device found" screen was seen. It was reported that the patient was not able to connect to the implant with or without the recharger connected. It was reported that rep tried resetting the controller and tried to unpair and re-pair the controller. They used the table to try to communicate, if found the ins but wouldn't complete the interrogation because battery was low. Table displayed message that battery was low for a cp session. When trying to pair with controller display showed "no device found" message. The representative switched back to the patient's controller and again got the no device found message. The caller then tried to go to the passive recharge mode. The controller displayed all values of 100. The caller moved the recharging antenna away from the pt's body and over a metal object but the values did not change.